Event description:
This patient experienced a subacute thromboisis within two cypher stents in the mid and distal lad less than one month post implant. This male patient with a past hostory of angina, hypertension, lipid metabolism abnormality, atrial fibrillation and brain infarct was admitted to the hospital with a chief complaint of angina. The patient was taken electively to the cardiac cath lab, where angiography revealed a de novo, concentric, tortuous, b1-type lesion in the proximal lad and a long, de novo, flexion, toruous lesion extending from the mid_lad through the distal lad. A bolus of 8,000 units of heparin was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The mid through distal lad lesion was not predilated prior to stent placement. A 2.5 x 23mm cypher stent was implanted within the distal lad to 16 atms. A 3.0 x 23mm cypher stent was deployed to 16 atms in the mid-lad, in overlapping fashion with the first.